Manufacturer narrative:
The device evaluation found that the dirt/foreign material could not be identified. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited discoloration and it was dirty inside the light guide. There were no reports of patient involvement.